Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('smaller segment of the tube has an partially embedded gray metallic coil-wire at one end'), pelvic pain ('pain/pain in her right side') and menorrhagia ('abnormal bleeding (menorrhagia)/ heavy periods/ passes huge clots') in a female patient who had essure (batch no. 706578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, endometriosis, gerd, c-section, perineal pain, gallbladder removal, ovarian cyst and pregnancy. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches chilling headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ during cycle more severe than normal"), constipation ("constipation due to entangled bowels") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and parosmia ("strong metallic odor (iron)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ gained weight at a faster speed than ever before") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/ shedding at a rapid speed with balding occurring in certain spots"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue no energy, unable to move and at times no desire to"), photophobia ("sensitivity to light at times"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach is killing her"), blister ("blisters on her fingers"), scar ("stone of scar tissue"), discomfort ("discomfort"), mood swings ("mood swings") and muscle spasms ("spasms down her right leg"). The patient was treated with atenolol, esomeprazole, metoprolol succinate (toprol) and surgery (dilation and curettage and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, migraine, headache, abdominal distension, constipation, parosmia, photophobia, arthralgia, abdominal pain upper, blister, scar, discomfort, mood swings and muscle spasms outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, weight increased, alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, blister, constipation, discomfort, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, mood swings, muscle spasms, parosmia, pelvic pain, photophobia, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information received regarding insertion and removal date: insertion date- 2009, (B)(6) 2010, removal date-(B)(6) 2018, (B)(6) 2018. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusions. Concerning the injuries reported in this case, the following ones were reported via social medial: muscle spasms, mood swings, discomfort, scar, blister, abdominal pain upper. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs and social media received. Reporter information, medical history added. Events: stomach is killing her, blisters on her fingers, stone of scar tissue, discomfort, mood swings, spasms down her right leg added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("smaller segment of the tube has an partially embedded gray metallic coil-wire at one end"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods/ passes huge clots") in a female patient who had essure (batch no. 706578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, endometriosis, gerd, c-section and perineal pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches chilling headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ during cycle more severe than normal"), constipation ("constipation due to entangled bowels") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and parosmia ("strong metallic odor (iron)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ gained weight at a faster speed than ever before") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/ shedding at a rapid speed with balding occurring in certain spots"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue no energy, unable to move and at times no desire to"), photophobia ("sensitivity to light at times") and abdominal pain ("abdominal pain"). The patient was treated with atenolol, esomeprazole, metoprolol succinate (toprol) and surgery (dilation and curettage and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, migraine, headache, abdominal distension, constipation, parosmia, photophobia and arthralgia outcome was unknown, the pelvic pain, fatigue, alopecia and abdominal pain had resolved and the dysmenorrhoea and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, constipation, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, parosmia, pelvic pain, photophobia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information received regarding insertion and removal date: insertion date- 2009, (B)(6) 2010, removal date-(B)(6) 2018, (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusions.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('smaller segment of the tube has an partially embedded gray metallic coil-wire at one end'), pelvic pain ('pain/pain in her right side'), menorrhagia ('abnormal bleeding (menorrhagia)/ heavy periods/ passes huge clots') and endometriosis ('endometriosis') in an adult female patient who had essure (batch no. 706578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, endometriosis, gerd, c-section, perineal pain, gallbladder removal, ovarian cyst and pregnancy. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches chilling headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ during cycle more severe than normal"), constipation ("constipation due to entangled bowels") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and parosmia ("strong metallic odor (iron)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ gained weight at a faster speed than ever before") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/ shedding at a rapid speed with balding occurring in certain spots"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), fatigue ("fatigue no energy, unable to move and at times no desire to"), photophobia ("sensitivity to light at times"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach is killing her"), blister ("blisters on her fingers"), scar ("stone of scar tissue"), discomfort ("discomfort"), mood swings ("mood swings"), muscle spasms ("spasms down her right leg"), nervousness ("nervous wreck"), hernia ("hernia"), tenderness ("a little tenderness where the endometriosis was removed"), loss of libido ("had low sex drive") and mood altered ("bitchy"). The patient was treated with atenolol, esomeprazole, metoprolol succinate (toprol) and surgery (dilation and curettage and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, endometriosis, vaginal haemorrhage, migraine, headache, abdominal distension, constipation, parosmia, photophobia, arthralgia, abdominal pain upper, blister, scar, discomfort, mood swings, muscle spasms, nervousness, hernia, tenderness, loss of libido and mood altered outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, weight increased, alopecia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, arthralgia, blister, constipation, discomfort, dysmenorrhoea, embedded device, endometriosis, fatigue, headache, hernia, loss of libido, menorrhagia, migraine, mood altered, mood swings, muscle spasms, nervousness, parosmia, pelvic pain, photophobia, scar, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information received regarding insertion and removal date: insertion date- 2009, (B)(6) 2010, removal date- (B)(6) 2018, (B)(6) 2018. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusions. Concerning the injuries reported in this case, the following ones were reported via social medial: muscle spasms, mood swings, discomfort, scar, blister, abdominal pain upper. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: events added: ¿endometriosis¿ ¿nervous wreck ¿ ¿hernia¿ ¿a little tenderness where the endometriosis was removed ¿ ¿had low sex drive¿ ¿bitchy¿. Secondary reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("smaller segment of the tube has an partially embedded gray metallic coil-wire at one end"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods/ passes huge clots") in a female patient who had essure (batch no. 706578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, endometriosis, gerd, c-section and perineal pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches chilling headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ during cycle more severe than normal"), constipation ("constipation due to entangled bowels") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and parosmia ("strong metallic odor (iron)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ gained weight at a faster speed than ever before") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/ shedding at a rapid speed with balding occurring in certain spots"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue no energy, unable to move and at times no desire to"), photophobia ("sensitivity to light at times") and abdominal pain ("abdominal pain"). The patient was treated with atenolol, esomeprazole, metoprolol succinate (toprol) and surgery (dilation and curettage and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, migraine, headache, abdominal distension, constipation, parosmia, photophobia and arthralgia outcome was unknown, the pelvic pain, fatigue, alopecia and abdominal pain had resolved and the dysmenorrhoea and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, constipation, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, parosmia, pelvic pain, photophobia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information received regarding insertion and removal date: insertion date- 2009, (B)(6) 2010, removal date-(B)(6) 2018, (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusions.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient demographics, medical history, laboratory data and treatment drugs were added. On (B)(6) 2010, she implanted essure (previously reported as 2009). Added suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, constipation, hair loss, strong metallic odor (iron), sensitivity to light at times, abdominal pain and smaller segment of the tube has an partially embedded gray metallic coil-wire at one end. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.